Event description:
It was reported that the patient passed away. The cause of death was unknown and was not provided by customer. The pump will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Furthermore, analysis of the log files provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external 14v batteries and system controller backup battery, which ultimately caused a pump stoppage. The submitted log files appeared to show the system operating as intended. The system controller event log file captured low voltage advisory and low voltage hazard alarms between 02:40:34 and 03:58:21 on (B)(6)2022. No external power alarms were then captured at 03:58:22, ultimately followed by a pump stoppage and associated alarms at 05:59:49. These events are consistent with full depletion of the external 14v batteries, followed by depletion of the system controller¿s internal backup battery. The pump operated at the set speed while the system controller was providing power. It was reported that the patient passed away on (B)(6)2022. The cause of death is unknown and was not provided by the customer. The cause of death was not considered to be device-related. The pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26sep2016. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3, ¿powering the system¿, and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep, including switching to the power module or mobile power unit. This section further states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Additionally, section 7, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. The heartmate 3 lvas patient handbook, is also currently available. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 5, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. Section 3, ¿powering the system¿, details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.